Manufacturer narrative:
Initial and final MDR device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, reported that patient faced 2 infusion set cannula kinked after 3 or more hours of insertion for 2nd event and after 3 hours of insertion for 1st event. Insertion site was abdomen. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 290-300mg/dl for 1st event. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available